Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.